Manufacturer narrative:
Of the two malfunctions, lot numbers were provided and a lot history was reviewed. Of the two malfunctions, the devices were not returned. The investigation is inconclusive for bend and removal difficulty. A definitive root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model mc2016 biopsy instrument allegedly bent and was difficult to remove. This information was received from one source. This malfunction involved a patient with no known impact to the patient. The patient was a (B)(6) years old male and weighed (B)(6) kg.